Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occured. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.